Event description:
It was reported an under infusion of methotrexate. When the infusion was complete and the device alarmed, the device indicated approximately 30ml was remaining from a volume to be infused of 752mls. The patient received approximately 722ml. It was noticed that approximately 10ml of the medication had "leaked from the tubing connection" and onto the patient's sheet. Patient had no redness noted to skin, area near line cleansed with soap and water twice. There was patient involvement, but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of the under infusion of methotrexate could not be confirmed or replicated, due suspect devices were not returned for investigation. Laboratory testing could not be performed, the incident device was not received for this investigation. A review of the logs could not be performed. The pump or the system logs were not provided. Alaris system user manual (v 12.1), states within warnings and cautions ¿do not touch the administration set while closing the door¿. Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. In addition, the bd alaris user manual with guardrails, troubleshooting and maintenance guide provides the following information: fully inspect the instrument during each cleaning. Look for any visible external damage such as a cracked or broken door, handle, or latch. Open the door of each pump module and inspect the platen and hinge for cracks or other damage. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported under infusion of methotrexate was unable to be determined. Suspect devices were not returned for this investigation, and no additional event information was provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion of methotrexate. When the infusion was complete and the device alarmed, the device indicated approximately 30ml was remaining from a volume to be infused of 752mls. The patient received approximately 722ml. It was noticed that approximately 10ml of the medication had "leaked from the tubing connection" and onto the patient's sheet. Patient had no redness noted to skin, area near line cleansed with soap and water twice. There was patient involvement, but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.